Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic left ovarian cystectomy - "entered via 5mm lateral port, intermittent deployment of bag, difficulty with the space in the pelvis region of the bag to open. Bag had become detached from hook and therefore wide mouth opening was not working. Removed whole introducer from port but string got caught in the shaft so cut free then removed the bag separately through the 5mm port." Patient status - "in recovery as usual, expected to go home later today or tomorrow morning".

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering observed that the cord loop had a clean cut, confirming the customer's reported experience of cutting the cord loop free. The unit displayed no non-conformances other than a deformation of a piece of the deployment mechanism. The root cause of the customer's experience is most likely due to retracting the deployment mechanism prior to full deployment. Per the instructions for use, the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by retracting the thumb ring prior to full deployment. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Applied medical has reviewed the details surrounding the incident and related products. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information was requested and provided.

Event description:
Additional information received via email from applied medical team member; august 22, 2016. Hook is referring to the metal jaws that create the wide mouth opening and the shaft is the introducer part of the device (nothing relating to the bag itself). They attempted to unroll the device with a johann grasper and also tried to open the bag with the same instrument. The user was new to our device. The only other instrument used was a johann grasper.